Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The returned implantable pulse generator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device was implanted last year and was at explant state this year. There is reasonable evidence suggesting a premature battery depletion. The device has been explanted and returned for analysis. The right ventricular (rv) lead needed revision due to rv noise and a suspected fracture. The lead was also explanted. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this device was implanted last year and was at explant state this year. There is reasonable evidence suggesting a premature battery depletion. The device has been explanted and returned for analysis. The right ventricular (rv) lead needed revision due to rv noise and a suspected fracture. The lead was also explanted. No additional adverse patient effects were reported.